Event description:
(B)(4). Customer concern: customer states my name is (B)(6) have 630g insulin pump do not think it is working correctly been having high sugars and was in the hospital last week and today it was high again. Tested 90 minutes later and same bg and don't think pump working correctly. (B)(4). High bgs/under delivery what led up to the event? Customer states partly was because of issue she went to hospital she states had to have paramedics as another issue was also going on but blood glucose was not registering on my meter and was taking insulin through pump and was not dropping my glucose levels and when I used a syringe my blood glucose dropped finally. Did 2 to 3 set changed and opened a vial of insulin all was fresh and got full syringe into me the pump was not dropping my blood sugars. I blacked out while paramedics was here. Document current bg value: 316 mg/dl. Is customer currently reporting any symptoms related to their high bgs? No. Does customer feel ok to troubleshoot? Yes. Has customer been using the insulin pump system within 48 hours of reported high bg event? Yes. Is customer calling back to perform an hp test after receiving a tubing clamp, or being advised to do so, on a previous call? No. Would customer like to troubleshoot? No. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event? No. Consider changing the insulin, reservoir, and infusion set? Yes. Advise to call back for assistance if hbgs persist: yes. Nature of treatment (visit to ER, admitted to hospital, ems dispatched): visit to ER, admitted to hospital, ems dispatched. Time and date of hospitalization: 12:00 (B)(6) 2022 length of hospitalization: customer states (B)(6) around 1230pm ems dispatched and went to hospital. One hospital went to emergency room, kept there for 12 hours, and then transferred me to another one on (B)(6) so had to ride the ambulance twice. The hospital she was admitted to was (B)(6) on (B)(6) about 1 or 130am bg value when admitted to hospital. Customer states was not sure what her blood glucose was when she arrived at the second hospital in the morning she does not know mg/dl if sensor is in use. Sg value when admitted to hospital: no mg/dl. Name of hospital: (B)(6). Phone number of hospital/reporter: (B)(6) do not have a phone number. Any significant events leading to admission: customer states partly was because of issue she went to hospital she states had to have paramedics as another issue was also going on but blood glucose was not registering on my meter and was taking insulin through pump and was not dropping my glucose levels and when I used a syringe my blood glucose dropped finally. Did 2 to 3 set changes and opened a vial of insulin, all was fresh and got a full syringe into me. The pump was not dropping my blood sugars. I blacked out while paramedics was here. Indicate symptoms customer reported at the time of hospitalization event: feeling sick/unwell, tired/weak, extremity pain/cramps, increased thirst; other customer states she blacked out, nausea, and vomiting. Reason of hospitalization: customer states it started with high bg's and been trying to fix that for a couple of hours. When she arrived at first emergency room was 378 and an hour later was down to 270 and then she had an heart-attack. Customer had chest pressure and started having a heart attack, was not sure if she went into dka as she was thirsty, cramping, and throwing up. Customer was trying for several hours to take insulin.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged battery cap cracked/damaged, pump and bg meter communication anomaly, ems dispatched, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2022. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 77 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump and bg meter communication errors or anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked keypad overlay. Unable to confirm battery cap damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Pump and bg meter communication anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.